Manufacturer narrative:
(B)(4). The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is july 9, 2015.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to the patient's infection. No new system has been implanted. No additional adverse patient effects were reported.